Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two labels and five casings for device. Only the product label and casing was returned and no abnormalities were found. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture.as an inadequate sample was received, a product label without the physical product, a definitive root cause could not be identified. Pmv will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic nissen procedure, the sutures were loaded correctly into the instrument jaws, but 2 of the suture needles broke in half during suturing. When the needle was switched from one side of jaw to the other, it felt as if it did not lock in correctly and made a clipping sound. That was when the needle broke in half. It happened twice with two different needles. Another instrument was opened and the procedure was done with another 3 sutures, it worked perfectly fine. Both needles that broke were easily visible and retrieved with graspers. No patient injury. The operating time was not extended for more than 30 minutes. There was no excess bleeding. The patient was fine.